Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with mechanical issues as device will not inflate. Upon investigation, the physician concluded fluid loss was the cause. The pump remained flat when squeezed. The patient was scheduled for a replacement surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and examined using a microscope. The pump kink resistant tubing (krt) was worn down to the filament and no leaks were found. Under microscope observation, it was noted that the pump was contaminated. The pump was not functionally tested due to the contamination identified within the pump. The ams700 inflatable penile prosthesis (ipp) flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell and no leak was found. Product analysis was unable to identify device malfunction with the returned reservoir. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, and examined using a microscope. Both cylinders had wear at folds in the middle and in the proximal cylinder bodies. Both cylinders had leaks at the corner of a fold in the proximal cylinder bodies. Both cylinders were not pressure tested due to the leak being identified. The krt of both cylinders was worn down to the filament. Product analysis confirmed the report related to fluid leak but was unable to confirm a pump collapsed/dimpled/flat, inflation issues, and mechanical issues.

Event description:
It was reported that the patient presented with mechanical issues as their inflatable penile prosthesis (ipp) would not inflate. Upon investigation, the physician concluded fluid loss was the cause as the pump remained flat when squeezed. The patient later underwent a surgical procedure during which the existing device was removed and replaced with a new ipp. No patient complications were reported.

Event description:
It was reported that the patient presented with mechanical issues as their inflatable penile prosthesis (ipp) would not inflate. Upon investigation, the physician concluded fluid loss was the cause as the pump remained flat when squeezed. The patient later underwent a surgical procedure during which the existing device was removed and replaced with a new ipp. No patient complications were reported.